Event description:
During evaluation of a returned spectrum pump, the device had a battery alert (battery depleted) message. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation the device was connected to ac power source and was not able to charge battery properly causing battery drain its voltage and alarmed "battery depleted" message. A review of the event history log revealed "battery very low!" Message. The unit was tested with a new ac power adapter and wireless battery, and it was able to charge the battery properly and without battery depleted message. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be the defective ac power adapter and wireless battery which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.